Manufacturer narrative:
No product has been returned for evaluation, nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review it was identified that a patient underwent a revision procedure due to the patient developing an infection, 50 months post procedure. As per the reporter the patient required a washout, debridement, and wound flap construction.